Manufacturer narrative:
The product associated with this complaint investigation, was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The pt reported she presented to her podiatrist with deep (diabetic) skin fissures across her entire foot and skin splitting around the soles of her foot. The physician treated the fissures by applying an extra thin dressing to her foot. Approximately 4 days later, the pt presented to her podiatrist for a dressing change. During removal, the skin on the pt's toe pad was stripped by the dressing adhesive. The pt reportedly experienced pain and bleeding from the area of stripped skin. The extra thin dressing was discontinued and the pt was treated with an unk type of dressing. The pt later sought treatment from her dermatologist and was diagnosed with psoriasis and is awaiting treatment.

Manufacturer narrative:
Based on the available info, this event is deemed to be reportable malfunction. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted.